Event description:
Upon initial assessment of patient at shift change, patient was found not breathing, no pulse. O2 mask and monitor leads were off.

Manufacturer narrative:
The involved device was evaluated by the hospital and it passed all testing. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.